Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Patient said that she was unable to acknowledge the "cartridge almost low" warning by pressing the circular menu button. Button did not work. When asked her to perform that process over the phone the circular menu button worked. Requested that the patient made sure that all of the pump buttons were responsive and she confirmed that they were. No adverse event alleged. Pump replaced and requested for investigation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.